Event description:
It was reported by the affiliate that the (1) tlc75 was used during a hemicolectomy procedure. It was reported that the device was placed across the bowel but would not fire. The case was completed with another device and with no pt consequence.